Event description:
Additional information. The patient had a poor response, loss of energy, and worsening ocd symptoms. In addition to replacing the battery, the patient's clomipramine medication was increased.

Event description:
Additional information received reported the patient resolved without sequelae.

Event description:
Additional information received reported the implantable neurostimulator (ins) prematurely depleted. It was noted the left side therapy impedance was 57 and current was 34. It was further noted that right side therapy impedance was 62 and current was 31. The reporter stated the charge density was 21169 microcoulombs/cm2. The reporter further stated that with these values the ins was depleted in six months. It was noted the manufacturing representative though a short circuit happened. It was further noted the ins was explanted and replaced with a second ins on (B)(6) 2011. It was noted that there were no patient symptoms or injuries related to this event. Additional information received reported that the seriousness was updated to resulted in in-patient hospitalization. It was noted the admission date was on (B)(6) 2011 and the discharge date was (B)(6) 2011.

Event description:
Additional information was received which reported that during a monitoring visit, the clinician programmer was checked and the screen confirmed the low impedances seen on the print out were ¿not real¿. In the print-out, the last number of the impedances and currents were not printed due to a smaller paper format used in europe. New impedance values seen were 574 ohms and 629 ohms with currents of 341 and 312 (units not reported) on the left and right sides respectively. This meant that the patient did not have low impedances.

Manufacturer narrative:
The stimulator has been returned for analysis. A follow up report will be sent when analysis is complete.

Event description:
It was reported the device switched itself off and it was impossible to activate it with the physician programmer. The device was replaced, and there was no patient injury.

Event description:
Additional information. The battery was interrogated and the status read "end of life" (eol). A battery longevity calculation was performed based on the patient's parameter settings and the results were 3.43 months. The length of implant was approximately 6 months.

Manufacturer narrative:
Final analysis of the stimulator revealed there were no significant anomalies. The battery was at normal end of life. The telemetry and output were tested and there was good stable output on all electrode pairs.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.